Event description:
The customer reported that the device was used for a sigmoid resection, and after the surgery, the pt was moved to the intensive care unit. After about 90 mins, the pt was observed to be bleeding internally from the artery mesenterica superior. A re-laparotomy was necessary. The vessel was transfixed and the bleeding was stopped by suture. Blood loss of more than 250cc was reported.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have been asked. If additional info pertinent to the incident is obtained, a f/u report will be submitted.